Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: during analysis of the sample, it was observed to be ruptured. It was received in three parts. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Microscopic examination of the edges of the rupture not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. A manufacturing record evaluation (mre) was performed for the finished device number 6899622, and no non-conformances related to the reported complaint were identified. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, no corrective action is warranted at this time. As a result, we are closing this investigation. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a primary breast reconstruction with two 650cc mentor memorygel breast implants and experienced postoperative bilateral rupture. Left-sided rupture was confirmed via MRI in (B)(6) 2017. As a result of the left-sided rupture, the patient underwent removal and replacement on (B)(6) 2019. The replacement devices are non-mentor breast implants, and right-sided rupture was discovered during the revision surgery. This report is for the left prosthesis.